Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history records could not be reviewed because the reporter did not provided a lot number or any identification traceable to the mfg documentation. Root cause: no serial number or sample was provided by the customer. No root cause can be determined at this time. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. The consumer did not provide the surgeon's contact info; thus, no f/u could be done. (B)(4).

Event description:
A consumer reported that his vision is "getting worse" following intraocular lens (iol) implant surgery. He reported that his surgeon continues to monitor him. The consumer did not provide the surgeon's contact info; thus , no f/u could be done.